Event description:
A patient reported experiencing inaccurate high results with a surestep flexx with laser meter. The patient's blood glucose results were 500 mg/dl (meter), 324 mg/dl (lab). Tests were done within < 30 minutes with a difference of 54%. Patient did not experience any adverse events. No further information has been reported.